Event description:
During follow-up, noise or myopotentials resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead in a possible pacemaker dependent patient. The event was resolved by reprogramming the device. Provocative testing was performing following the reprogramming and noise could not be reproduced. The patient was in stable condition.